Manufacturer narrative:
Continuation of d10: product ID: 97800, serial# (B)(6), product type: implantable neurostimulator. Product ID: 978b128, lot# va2zk36, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). They reported that the cause was unknown.

Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6), product type implantable neurostimulator, product ID 978b128, lot# serial# (B)(6), product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that neither them, nor the physician, have further information regarding the device return of the lead.

Manufacturer narrative:
Continuation of d10: product ID 97800 lot# serial# (B)(6) implanted: explanted: product type implantable neurostimulator product ID 978b128 lot# va2zk36 serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 28-mar-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the patient had implanted lead with first ipg saw high impedance, above 4,000, even after wiping lead off multiple times and reconnecting to ipg. Ipg switched and the high impedance values remained. Lead switched to another lead and connected to 2nd ipg and high impedance values went away and impedances were within range. Tss simply documenting information provided from mdt rep.